Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: the cartridge compartment was observed to be cracked at the top of pump. The test cap was still able to tightened. Unrelated to the complaint, the battery compartment was observed to be cracked on the left side of the grip pad and below grip pad.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.